Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation and the customers complaint was confirmed. It was noted that video connector was broken. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint was due to component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope connector was leaking and that it was broken. There were no reports of patient harm.

Event description:
It was reported, that the rigid video scope connector was leaking. And that it was broken. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.